Manufacturer narrative:
H10 - one list # cl3948, oncology kit w/chemolock¿ bag spike with additive port; vented cap; spiros® w/red cap. Lot # unknown, one extension set, unknown manufacturer and one used baxter container 250 ml, 0.9% sodium chloride injection, was received for evaluation. Though functional testing did not reveal any leakage, a poppet cavity was identified that included a molding anomaly that can result in leakage. The product complaint of leakage is confirmed based on mold cavity identification. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. A device history review (DHR) for lot review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event involved an oncology kit w/chemolock¿ bag spike with additive port; vented cap; spiros® w/red cap, where it was reported that the spiros leaked an unspecified chemotherapy. The oncology kit was connected to an unspecified pump tubing. It was reported that there were no holes, cuts, tears or defects noted and that it is was spiros issue, not a tubing issue. There was patient involvement, no adverse event and no one harmed as a result of the reported event.